Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the green port where the electrocardiogram (EKG) cable plugs into the machine is in need of repair. The male plug has broken off into the machine. The user is unsure of how this occurred. It is unknown if the device was in use at the time of the event, however no patient or user health consequences or impact occurred.